Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an issue where its image was out of focus during set up. There were no reports of patient harm.